Event description:
The reprocessor was started without the water turned on. When it alarmed after the disinfectant step the operator thought it was done, the scope was used on a patient. The scope was not rinsed.

Manufacturer narrative:
On (B)(6)-2010 the (B)(4) complaint coordinator spoke with a representative of asc sawgrass. The employee stated that no patient injury or chemical colitis has been reported as of (B)(6)-2010. The employee of the facility failed to turn the water on, which caused the alarm to sound. They thought it was done when the alarm went off. The machine functioned as intended; the error alarm went off after the disinfection step. Device functioned as intended.